Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was placement difficulty of the lead during implant. The lead was attempted, but not used and a different lead was implanted. No patient complications have been reported as a result of this event.